Manufacturer narrative:
Cac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of an open wire that was creating an unstable dc voltage output. The confirmed malfunction is related to the reported event. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Per instructions for use (IFU): the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a cac adapter that would beep during the night and "seems to unlock without any changes in connection". The device was exchanged with no reported consequences or impact to the patient.